Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation. Magnetic resonance imaging (MRI) was not recently performed. The patient had a holster/gun that was magnetic and had stalled the pump. The patient would put the gun on and it would then stall the pump. It was noted that this had occurred several times. The event logs were read and the stalls were confirmed. It was noted that they were ready to replace the pump; however it was then that the patient stated she noticed the issue when she put the gun/holster on in the middle of the night because she was scared and that was when she noted the motor stall. The pump had not stalled since the reason for the stalls was discovered. The date of the event was ¿2015¿; the date (B)(6) 2015 is considered an approximate date of event. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.